Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. After deployment and balloon deflation, it was reported that the stent balloon was difficult to remove and excessive force was applied. It should be noted that the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. It is unknown if the IFU deviation contributed to the reported event. It was reported that negative pressure was held for 10 to 15 seconds prior to retracting into the guide catheter. It should be noted that the IFU specifies: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. It is unknown if the IFU deviation contributed to the reported event. Additionally, a cine was received and reviewed by an abbott vascular clinical advisor who concluded that the video did provide evidence that the rx xience prime 3.5 x 38mm ce exhibited a substantial amount of difficulty in being removed from the patient; however, there was no cine to visualize what was happening inside the patient¿s anatomy. It is unknown why the device was stuck after the balloon was deflated or why it took so much effort to remove the device. Factors that may contribute to difficulty removing the device post-deployment may include, but not limited to, damage to the balloon, stent wall apposition, anatomical conditions, deflation technique, insufficient support or interactions with other devices. In this case, it is possible that the deflation technique contributed to the reported difficult to remove; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo lesion in the left anterior descending (lad) artery. A 3.5x38mm xience prime drug eluting stent (des) was implanted at the target lesion without issue. During removal of the delivery system, the balloon was noted as stuck to the implanted stent. Excessive force was applied, the balloon detached from the stent, and the delivery system, the guide wire and the catheter were all removed as a single unit. The stent was confirmed to be apposed well to the vessel wall, and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.